Manufacturer narrative:
The date of incident is estimated as (B)(6) 2021. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of the proglide device came out of the artery with the body of the device relative to a valve prosthesis implant procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.